Event description:
It was originally reported that at implant, the doctor was not able to insert the lead into the neurostimulator's (ins) back port 8-15 slot. There was no problem placing the lead in the 0-7 port. The impedance measurements were greater than 10,000 ohms. The lead was re-inserted and the issue was resolved except for electrode 7. It was decided to leave the device, it could resolve itself. It was later reported that the ins had a defective header and a new ins was used. The lead/ins worked perfectly. The pt was doing well and there have been no adverse issues.

Manufacturer narrative:
(B)(4).